Event description:
It was reported that the stenoscope system tripped a circuit breaker prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.